Event description:
The hospital reported that pieces of the scope's insertion tube peeled off and fell into a patient's bladder during an urology procedure. The black tubing material was flushed from the patient without complications.